Manufacturer narrative:
Concomitant medical product:5076-58 lead, implanted: (B)(6) 2010, ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on atrial tachycardia (at) /atrial fibrillation (af) detections. The lead remains in use. No patient complications have been reported as a result of this event.